Event description:
It was reported that the patient presented during clinical follow-up. During clinic, it was noted that the implantable cardiac monitor(icm) could not be interrogated. It was also reported that the icm had reached near end of service without providing a vibratory alert. No interventions were performed. The patient was in stable condition.